Event description:
It was reported that the patient became hypotensive and had an arrhythmia. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and performed a contrast injection to examine the depth of the laa. The patient's blood pressure dropped, and the patient went into a trigeminy arrhythmia. The baseline pericardial effusion was unchanged at this time. The patient was given medication to stabilize their blood pressure. There was no st segment elevation present throughout the procedure. The patient's blood pressure was rechecked and was back at baseline and patient was back in sinus rhythm. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred, and the patient made a full recovery from this event.

Event description:
It was reported that the patient became hypotensive and had an arrhythmia. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and performed a contrast injection to examine the depth of the laa. The patient's blood pressure dropped, and the patient went into a trigeminy arrhythmia. The baseline pericardial effusion was unchanged at this time. The patient was given medication to stabilize their blood pressure. There was no st segment elevation present throughout the procedure. The patient's blood pressure was rechecked and was back at baseline and patient was back in sinus rhythm. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred, and the patient made a full recovery from this event.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman trusteer? Access system was not returned; therefore, device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038426915. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia and hypotension (medication required). Risk review: a risk review was completed and confirmed that the events of arrhythmia and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.